Manufacturer narrative:
G4: 07jul2020. B4: 08jul2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:11dec2020. B4:14dec2020. A touchscreen assembly was returned for analysis. The visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen a fi ventilator to verify and test the functionality. The returned touchscreen assembly was found to have upper left - lower right and upper right - lower left resistance measurements to be out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18jun2020.

Event description:
The customer reported that the touch panel was not working. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.